Event description:
A telemetry issues was reported with a possibility of a dead battery. It was noted that patient was going for MRI and was unable to communicate with the neurostimulator (ins) either with the clinician programmer or patient programmer. The reporter wanted to know if there are any additional risks of head MRI if the device was on. It was noted that the MRI was not related to device. The patient had been unable to communicate with the device for the past 6 months but had not had a return of symptoms associated with the communication issue. The reporter stated that the patient may had had a fall and that the health care provider discussed with the patient the possibility of a fall that caused the neurostimulator (ins) to shift so that telemetry was no longer working. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3889-28, lot# v249005, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient had their neurostimulator (ins) replaced on (B)(6) 2015. It was noted that before the health care provider (hcp) opened the pocket, he wanted to know if the patient's fall shifted the ins or the ins depleted. The hcp palpated the area and felt something protruding. It was stated the hcp opened the pocket and the ins connection was on top of the ins and was pushing against the incision. The hcp connected a new ins to the old lead. Impedances were check during surgery and found to be satisfactory. A check of the patient's motor response was also taken. It was added that the patient felt stimulation outside the operation room. It was indicated the initial implant hcp found the patient's anatomy made it difficult to get to the nerve. Although the placement of the lead was suboptimal, the hcp felt the motor response was sufficient (2 out of 4 electrodes). The hcp did not want to do more harm to the patient by replacing the lead at the time of surgery. It was the manufacturer believes that the hcp will most likely replace the lead once the current ins was depleted. It was also noted that patient was very forgetful.